Event description:
It was reported the patient is not receiving adequate coverage. Reprogramming was unsuccessful. Allegedly, the patient's lead has migrated. The patient's doctor does not plan to move forward with surgical intervention due to the patient's non-related health issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.